Event description:
It was reported that the implanted inflatable penile prosthesis had mechanical issue. There was a break in the tubing between the right cylinder and the pump. This led to fluid loss from the system. A replacement surgery was performed. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders, momentary squeeze (ms) pump and reservoir were visually examined and functionally tested for leaks. Cylinder one had wear at a fold in the proximal and distal ends of the cylinder. Cylinder one had a hole from avulsion in the distal end of the cylinder. Cylinder one had frayed fabric threads in the distal end of the cylinder. The kink resistant tubing (krt) was worn down to filament. There was no damage to the inner tube; therefore, cylinder one passed the leak test. Cylinder two had wear at fold in the proximal and distal end of the cylinder. Cylinder two had a hole from avulsion in the distal end of the cylinder. There was no damage to the inner tube; therefore, cylinder two passed the leak test. Ms pump had a hole from a sharp instrument at the strain relief (cylinder). Ms pump krt was worn to filament. Ms pump had a leak from a sharp instrument at the strain relief (cylinder). Damage tubing was removed prior to functional testing. Ms pump did not pass activation tests. The flat reservoir had wear at a fold in reservoir shell. The reservoir krt was worn down to filament. The flat reservoir passed the leak test. Product analysis was unable to confirm the reported allegation. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the implanted inflatable penile prosthesis had mechanical issue. There was a break in the tubing between the right cylinder and the pump. This led to fluid loss from the system. A replacement surgery was performed. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month

Event description:
It was reported that the patient is implanted with an inflatable penile prosthesis. The device has mechanical issue. The patient has been booked for revision surgery for a future date. More details will be determined during the revision surgery if possible. No patient complications were reported.